Event description:
It was reported the patient underwent a 2nd trial to improve coverage to the right foot on (B)(6) 2013. The patient's pain pattern is primarily right leg and right foot. The existing surgical lead initially provided coverage to the top of the right foot, now coverage only reaches down to the mid-calf area. Follow-up identified the trial was successful and a consult for the permanent system will occur at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.